Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty emergency lamp, faulty hinge, retaining bracket 180, slide detection 180 and spring 180, internal condition was found to be ok, rear foot was found corroded, corrosion on rear panel, corrosion and paint mark on top cover, corrosion on link-out connector, but working ok, minor corrosion on chassis and minor scratch and hit marks on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, a e207(emergency lamp is blown or failed) and spare lamp indication glowing on the visera elite ii xenon light source. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correctly indicate that the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e207 for emergency lamp occurred due to an emergency light failure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: troubleshooting from error codes: coding: e207 error message: clv emergency light failure e207 contact olympus phenomenon: error that occurs when the emergency light of the light source unit is turned off. Check 1: emergency lamp operation error¿. Tier 2 =(1)e207 failure due to an emergency light failure (2)the emergency light indicator on the front panel blinks due to an emergency light failure." However, the definitive root cause of the emergency light failure could not be determined. Olympus will continue to monitor field performance for this device.